Manufacturer narrative:
Date rec'd from MFR: 14oct2019. This customer's touchscreen was returned with cracked glass. No investigation could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, no other abnormality was found. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation.

Event description:
During periodic maintenance, a touch screen failure was reported. There was no patient involvement.